Event description:
It was reported that the 9900 system collimator closed down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro function and generator interface boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.